Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5614z. The analysis results found that ple60a device was returned outside its package. In addition, only the tyvek was received with the device. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside to the inside. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Event description:
It was reported that prior to an unknown procedure, found damaged packaging. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.